Event description:
Previous to the placement of this lens into the posterior chamber, the patient had sustained capsular tear. After this lens had been placed in the eye, the tear was extended. The incision was enlarged to remove and replace the lens.